Event description:
It was reported by the rep that the (2) ems devices were used during a laparoscopic hernia procedure. The surgeon stated that the staples jammed and were malformed. There were (4) ems devices used and the case was completed with a competitor's stapler. There was an extended or time, but rep was uncertain how long.